Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach of the femoral artery. The stenosed target lesion was located in the left common iliac artery. After a guidewire was passed through, a 8.0mm x 20mm x 80cm sterling balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a mustang balloon catheter. There were no patient complications reported.